Event description:
It was reported that the pump exhibited a damaged downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device downstream occlusion (dso) is damaged" was confirmed during visual inspection. The dso seal was degraded and therefore replaced. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.